Event description:
Boston scientific crm received information that this right ventricular (rv) was repositioned due to high threshold measurements. No adverse patient effects were reported. This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. Implant, explant and event dates were not made available.